Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on by itself. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device powered on by itself. The remote service engineer (rse) instructed the customer to swap the batteries and then the user interface (ui) assembly with another device for troubleshooting--if the problem stays with the device, the rse recommended that the customer should replace the power management (pm) printed circuit board assembly (pcba) and provided the customer with the part number and price of the replacement pm pcba for repair; if the problem resolves when the battery was swapped, the rse advised the customer to replace the battery, and if the problem resolves when the ui assembly is swapped, the rse suggested replacing the power switch overlay and then the ui pcba. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device powered on by itself. The remote service engineer (rse) instructed the customer to swap the batteries and then the user interface (ui) assembly with another device for troubleshooting--if the problem stays with the device, the rse recommended that the customer should replace the power management (pm) printed circuit board assembly (pcba) and provided the customer with the part number and price of the replacement pm pcba for repair; if the problem resolves when the battery was swapped, the rse advised the customer to replace the battery, and if the problem resolves when the ui assembly is swapped, the rse suggested replacing the power switch overlay and then the ui pcba. Per good faith effort (gfe) response, the device has been retired from service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.